Event description:
It was reported that the patient presented to the hospital complaining of dizziness. It was determined that the device was failing to deliver pacing. An electrocardiogram (ECG) displayed third degree atrioventricular (av) block with a ventricular escape rhythm of 35 beats per minute. In addition, the clinician was unable to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).